Event description:
Warm touch patient warming system was attached to an upper body blanket and set at 42 degrees centigrade to 46 degrees centrigrade. When device was turned on a hot smell was noted in room. Device was disconnected, checked and replaced with no apparent injury to the pt.